Manufacturer narrative:
. E3: occupation: unknown hcp the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. Due to a potential angio-seal issue, the patient had surgery to remove the angio-seal. The procedure was a left heart catheterization (lhc) procedure, and the angio-seal was utilized for closure. The lhc went well, and the deployment of the angio-seal went well with no issues. The patient, prior to the lhc was known to have peripheral artery disease (pad) with a right 100% chronically occluded superficial femoral artery (sfa) at the origin. This was evident on the pre-procedure imaging of the common femoral artery (cfa) prior to the lhc. In the imaging there was noted, disease distal to the sheath insertion as well as mild calcium and the above mentioned 100% occlusion of the sfa. Again, the lhc and closure of the sfa were without issue. The recovery nurse, at some point, raised concern of right pedal pulses being diminished or absent. An ultrasound was ordered to assess. The ultrasound report noted that there was no flow in the sfa. However, whoever was managing the patient sent the patient emergently to surgery to have the angio-seal device removed. The described the angio-seal in his report as finding the anchor of the angio-seal abutted against the anterior wall in the lumen of the cfa. He then described removing the angio-seal device and placing a bovine patch over the artery to close the cut-down. There was no mention of any imaging post removal, no mention of thrombectomy or any attempt to restore flow to the chronically occluded sfa. The deploying physician stated that there was no issue during deployment and had great hemostasis. The blood loss was less than 250cc. Additional information was received on 15dec2025: the patient was stable and well.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however one video was provided showing an angiogram of the vessel. The video showed vessel characteristics from the common iliac artery to the bifurcation of the superficial femoral artery (sfa) and deep femoral artery (dfa). The video did not show the angio-seal components.. One video was provided showing an angiogram of the vessel. The video was reviewed with terumo's chief medical officer, and it was determined that vessel disease contributed to the event. The angio-seal device is not intended for use in vessels with severe disease characteristics. Calcification and compromised blood flow were identified on the provided video. The complaint was confirmed. The exact root cause cannot be determined. The likely cause was user error as the vessel was severely diseased. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).